Event description:
ICU medical chemolock bag spike with clave additive port (ref# cl3940) product defect resulting in chemotherapy leak during medication administration by patient bedside. Reference report mw5166362.